Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer replaced the cartridge to resolve the issue. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.